Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and he could not get it centered in the eye due to a preexisting capsule condition. The incision was enlarged to cut out the lens and sutured after an anterior chamber lens was implanted.

Manufacturer narrative:
Eval results : visual inspection of the returned product showed that the optic and a haptic was torn. A piece of the other haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.